Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the evaluation found that the main switch was stuck in the on position and could not be pushed due to power switch failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report that "the button is pressed in on the tower." There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was found that the power switch could not be pushed. This report is submitted due to the malfunction of the power switch could not be pushed.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 5 january 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty power switch could not be identified. However, it is likely the cause is related to the design change of the power switch. The design of the power switch was changed to improve its resistance. Modified products were shipped starting from november 18, 2013. This also confirms that the reported device was manufactured prior to the design change and shipment of modified products. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.